Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Visual inspection revealed no abnormalities as the lead tip appeared normal.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.